Manufacturer narrative:
(B)(4). When investigation is completed, a f/u report will be sent to the FDA.

Event description:
Philips rec'd a report from a customer that the customer cannot perform any scans using the foot switch in the examination room.